Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer's mother stated that her son's pump stopped working and just went blank. They tried a new battery but it still did not work. The pump was not registered to the customer. The customer's mother stated that the pump belonged to their health care provider. She stated that the other pump stopped working and they were supposed to begin the upgrade process. She was advised to return the current pump to their health care provider and locate their pump and call back. Troubleshooting was not performed. The device was not be returned for analysis.